Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, battery gauge was fluctuating, and resulting the pump shutting down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy and multiple dose insulin if necessary. The customer¿s blood glucose was 222 (mg/dl).